Event description:
It was reported that three months and eight days post a chronic catheter placement through the internal jugular vein approach, the outer layer of the catheter was allegedly cracked. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation and one electronic photo was provided for review. Functional, gross visual, tactile and microscopic visual evaluations were performed. The catheter body was noted to have a complete break at the distal end of the clamping sleeve. The edges of the complete break were noted to be uneven and the surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture issue and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026). H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and twenty-one days post a chronic catheter placement through the internal jugular vein approach, the outer layer of the catheter was allegedly cracked. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.